Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable, internal cables and generator component were evaluated and reseated. The gib firmware was also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.